Event description:
It was reported, the surgeon used the monotube triax (red). When the surgeon was tightening them with the long handle wrench, one of the screws for the pin clamp broke. The surgeon changed the pin clamp to another pin clamp.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.